Event description:
Per the surgeon, "I did a subtalar fusion in july w/ a 5.5 and 7.0 maxtorque needed hardware removed. The 5.5 came out fine, but as I started the 7.0 out got about 1/3 way out (sticking out of the talar neck about 1.5 cm) and the head stripped. Could not turn w/ vise grips or other devices. Failed removal w/ synthes broken screw removal set. Failed removal w/ biomet "easyout". Could not drill out from the bottom. Could not drive out w/ larger screw from bottom!!!!! Ultimately had to cut the head and shaft off w/ (B) (4)."